Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that actuation of the cutter was poor during surgery. The condition of aspiration was unknown. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. One opened probe was received for evaluation. The sample was visually inspected and was found to be conforming. The sample was functionally tested for actuation, aspiration and cut and was found conforming for actuation and cut and non-conforming for aspiration. The probe was disassembled and the components inspected. There was approximately 0-5 minutes of wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight wear marks were observed at the bend area of the inner cutter. Gouge marks were observed at one area along the inner cutter, towards the coupling. The sample was tested with a syringe and resistance was felt. A wire barely inserted into the aspiration path. The sample was retested with a syringe and resistance was still felt. Solid material is blocking the aspiration path and cannot be removed for further evaluation. The returned sample was found to be functionally conforming for actuation, therefore poor actuation as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Unrelated to the reported event, the sample evaluation results indicated that the probe had an aspiration issue. The root cause of the aspiration issue cannot be determined from this evaluation. The most likely contributing factor to the aspiration issue is foreign material introduced during the time the probe was in use. No action was taken as the probe was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).